Event description:
Surgeon was suturing in port. Surgeon noticed a small piece (end piece of plastic port suture hole) in patient's incision. Piece was retrieved from incision. Port was left in place.